Event description:
A trilogy o2 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code was found in the ventilator's downloaded error log indicating malfunction of the oxygen blender pca. The device's oxygen blending pca needs to be replaced to address the issue. The failed ob pca will be sent to the product investigation lab for further testing. The failed component will be scrapped after processing. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
On previously submitted report, a trilogy o2 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code was found in the ventilator's downloaded error log indicating malfunction of the oxygen blender pca. The device's oxygen blending pca needs to be replaced to address the issue. The failed obm pca will be sent to the product investigation lab for further testing. The failed component will be scrapped after processing. This device will be disposed of after processing leased-up without repair due to early leased-up.